Manufacturer narrative:
The microtip was returned to the manufacturer for evaluation. It was received with the needle separated from the horn at the braze joint as reported by the customer. A slight bow was observed in the needle which indicates a significant amount of force and/or side-loading was used during the procedure. In addition, small cracks and slight melting of the case nose (sheath) were observed indicating improper use/technique. Both types of damage are not consistent with normal use. The needle was broken just below the bowed portion and directly above the braze joint which is the weakest point along the length of the horn assembly. Functional testing could not be conducted due to damage. The failure was caused by improper use/technique.

Event description:
Per the information provided, after approximately 5 minutes of cutting (set on medium cutting and medium aspiration) the microtip made a different noise. The doctor removed the device from the patient. In looking at the microtip it was noticed that the needle had separated from the horn assembly. The needle remained in the polycarbonate sheath. A new microtip was used to complete the procedure. No harm or injury to the patient.